Event description:
As stated by customer: "on (B)(6) 2011, (B)(6) was putting ht to bed around 6:30 pm. She hooked up (B)(4) lift to ht and when she started to raise lift the bar came loose and (B)(6) grabbed it before it fell on her arm. The lift was no more than 3 inches in the air and resident fell back into wheelchair. She was not injured."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # (B)(4)) on behalf of the MFR arjo hosp equipment (B)(4) (registration # (B)(4)). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.